Event description:
Boston scientific received information that day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient received a shock due to wandering-baseline noise and oversensing. A two-incision implant technique was used and the secondary sensing vector was chosen at the implant procedure. The following morning a routine check was performed and the sensing vector was changed to primary as that is what had been chosen by the device. Later that morning is when the patient received the shock and further evaluation occurred. The sensing vector was reprogrammed to secondary. A chest-xray was taken which was compared to the implant x-ray, and no changes were noticeable. According to the field representative, the cause of the wandering-baseline noise was not determined, and the changes seen were unable to be recreated by patient movement or device manipulation. The patient was monitored for a few additional hours, but then was discharged. No further issues have been noted. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.